Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
It was reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.